Manufacturer narrative:
Device passed all functional testing. No anomalies associated with sterilization of product.

Event description:
System explant due to pain and discomfort around sound processor. Patient history: (B)(6) 2012 - patient initially implanted, (B)(6) 2012 - fitting / activation, (B)(6) 2012 - fitting, (B)(6) 2013 - fitting, (B)(6) 2014 - fitting / sound event, (B)(6) 2015 - fitting, (B)(6) 2016 - fitting, (B)(6) 2016 - revision to address feedback - see MDR 3004007782-2016-00003. Root cause of feedback could not be determined. However, fibrotic tissue was noted in the middle ear and removed. On (B)(6) 2016 - fitting, (B)(6) 2017 - fitting / patient complained of discomfort since revision surgery in (B)(6) 2016. Recommended that patient see implanting surgeon, but patient wanted to try and be seen by their own otologist. On (B)(6) 2018 - system explant. Surgeon noted an "infected pocket" with approximately "2 cc of pus". Surgeon noted that no obvious infection was present pre-operatively.